Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was elevated (approx 305 mg/dl). Cartridge and infusion set were changed. Reportedly, the customer was sick. System check performed by tandem technical support indicated that the pump performed as intended. Contact stated that health care provider would be consulted regarding sickness and pump personal settings.